Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that approximately six months post-operatively, imaging revealed that a yukon polyaxial screw fractured post-operatively. Revision surgery has not taken place nor been scheduled, and no adverse consequences were reported.